Manufacturer narrative:
Concomitant products: product ID: neu_recharger_acc, product type: recharger.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator. It was reported that it was the first time the patient has attempted to recharge since being implanted on (B)(6) 2016. Caller states that the implantable neurostimulator recharger (insr) is full but the patient can only get 2-4 coupling boxes when trying to charge their implantable neurostimulator (ins). A coupling error was reported on the recharger screen. Best practices when recharging were reviewed with the patient. Antenna locate was also attempted but the issue was unable to be resolved. The caller wanted a call back but the number provided did not work. The caller called back and said the patient had 6 coupling boxes. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.